Manufacturer narrative:
The field service engineer found no cause for the issue. He confirmed pressures and water levels were within specifications and performed precision testing using qc materials. The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
The calibration and qc results were acceptable.

Event description:
The initial reporter received a questionable etoh2 ethanol gen.2 result for one patient sample from the cobas 8000 cobas c 502 module. The initial result from a false bottom tube was 1.34 mg/dl with a data flag and was reported outside of the laboratory as none detected. The ER physician questioned the result and the customer repeated the primary sample tube with a result of 198.68 mg/dl. The customer repeated the sample on another cobas c502 analyzer and the result was 207.81 which was reported as 0.21. The original aliquot in the false bottom tube was repeated and the result was greater than 200 mg/dl. Another sample was drawn from the patient and the result was 190.29 mg/dl. The reagent lot number was 49844601 with an expiration date of 31-mar-2021.